Manufacturer narrative:
(B)(4).

Event description:
When the ins was turned up high enough to help with pain, the patient was not able to walk very well and believed this was due to the stimulation being in the wrong location. This has occurred for the past 1.5 months. The patient also experienced a shocking or jolting sensation at ins site for the past 6-8 weeks. It was noted that they do fall often. She was at home. Company representative confirmed that they have attempted to see this patient numerous times. She has always been unable to make the reprogramming appointments. She was going to be contacted. Additional information has been requested.